Manufacturer narrative:
Product ID 3093-28, lot # v792255, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported the patient had a pulsating sensation and increased warmth in their battery pocket for about one week prior to report. It was also reported the patient's pocket area was tender and the pulsating sensation would last for a few hours then dissipate. It was reported there was no redness or swelling in the area and the patient had been "doing well" on their programmed settings for 6-7 months. The patient reportedly turned the device of for about 12 hours and they did not experience the sensation. It was also reported the patient was reprogrammed the day prior to report and the impedance measurements were reported to be normal. It was reported the patient's battery read "ok with +90 months remaining." On (B)(4) 2013, it was reported the patient had been experiencing a warm feeling at the battery pocket for a month prior to this report. It was also reported a diagnostic exam was performed and no fluid build-up was seen, the site looked "fine," and there was no tenderness or redness. The healthcare provider reported the area did not feel warm. It was reported the patient had the stimulation turned off for the four days prior to this report and the warmness subsided. Impedance measurements were reported to be normal and it was reported all programs had been tried but when the warmness was gone the patient received no symptom control. It was reported the healthcare provider may need to explant the battery and implant a new battery on the opposite side. Two weeks later, it was reported there were no abnormal impedances, an x-ray showed no migration or change in position, and an ultrasound showed no fluid collections around the battery. The patient was reportedly reprogrammed and when the healthcare provider attempted to change the configuration there was no change in the burning sensation and less symptom control. It was reported the patient's battery was explanted due to the patient feeling a sensation of pain and burning at the battery pocket, although no redness or warmth was visible or palpable. It was also reported after the battery was removed, the healthcare provider converted to a "stage 1 with testbox," and the patient's burning and pain were resolved and symptoms controlled. A new battery was reported to have been inserted into a new pocket two days after the explant. It was reported the patient required no hospitalization and recovered without sequelae.